Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the ins was turned off in preparation of having an MRI yesterday, following the MRI, patient reported having left leg pain. The leg pain did not resolve once patient turned stimulation back on after MRI. MRI was needed for unrelated issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.